Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Device evaluation: investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device was received jammed inside the expressew gun. Attempts were made to remove the needle manually, however were unsuccessful in doing so. This type of failure is typically attributed to failure to maintain proper cleaning of the expressew gun after reuse. When the expressew gun is not properly cleaned, debris can build up inside the shaft of the expressew gun. When debris builds up in the shaft of the expressew gun the needle can become jammed. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number and expiration date are not available.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the sales rep's expressew iii autocapture+ would not release the suture from the bottom jaw. The sales rep stated the case was completed with a different device with no patient harm, but a five minute delay to attempt to fix the device. The sales rep stated that following the case, she was inspecting the device and jammed an expressew iii needle in the gun. The device is being returned for evaluation.